Event description:
A pt reported experiencing inaccurate erratic results with a ot ii meter. The pt's blood glucose was 220 mg/dl and 140 mg/dl within less than 10 minutes, with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.